Event description:
The caller stated that the hospital reported the flange separated from the hub and the pt was re intubated with another 8dct tracheostomy tube.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.